Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a chemosafelock vial adapter generated a leakage at the filter during patient use. The set was not contaminated with blood or body fluid. There was no reported impact of the event on the patient and medical institution worker. There was no patient harm reported.